Event description:
The physician implanted an endeavor sprint rapid exchange 3.0 mm diameter, 30 mm length stent in the rca #3 successfully; however, when the physician attempted to deflate the balloon, contrast media was not fully extracted and the sds was difficult to remove from the body. Prior to this, the rca #2-3 vessel was pre-dilated using a terumo 2.5 diameter, 20 mm length balloon. Although there was resistance noted during withdrawal, the delivery system was eventually pulled into the guiding catheter. There was no damage to the stent. The procedure continued. The second (B)(4) was deployed to the proximal side of the first (B)(4). The procedure was completed with no adverse effect to the patient. Information received from the account confirmed there were no abnormalities noted during inspection and preparation of the device prior to use. No other clinical sequelae were reported. Evaluation summary: the stent delivery system was returned however the stent remained implanted in the patient. Visual inspection of the device confirmed there was no necking or stretching of the inflation lumen or of the proximal balloon bond which would have impacted on the balloon deflation. There was clear residue present in the inflation lumen; however, there was no residue present in the partially inflated balloon. A negative purge was applied to the device successfully deflating the balloon. The balloon was inflated and deflated with no issues noted and met the manufacturing specification time requirements for a product of this size.

Manufacturer narrative:
(B)(4). Evaluation: results: based on review of the returned device and the information received, no root cause can be determined. Conclusion: no conclusion can be drawn. Based on review of the returned device and the information received, no root cause can be determined.